Manufacturer narrative:
Investigation underway.

Event description:
It was reported by letter the customer was carrying a pt. Reportedly, during transportation, the cot back collapsed and the pt fell down and received injuries. Furthermore, he reported that all variable parts were in the right position. Now the cot has been removed from svc. There was pt involvement and adverse consequences reported.